Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose level was unknown. The customer reported that the insulin pump had rejected new batteries, battery life was diminished and had random no delivery alarms. The insulin pump will not be returned for analysis.